Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a cubie failure. A field service engineer went into the hardware test application, removed the cubies, booted up, and recovered the storage spaces to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie failure. The customer reported that the cubie was unrecognized and stuck with a drug. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.